Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 384mg/dl. Troubleshooting was declined as the caller mentioned that the insulin pump had no delivery alarms. The caller requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.